Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the asymptomatic patient presented in the operating room for device replacement, externalized conductors were observed on the lead. The electrical function of the lead was tested and no anomalies were noted. Since the lead was electrically stable, lead was reconnected to the new device. Lead will be monitored.

Event description:
New information received notes that the patient was stable post-procedure.